Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that patient presented for scheduled pacemaker system extraction procedure due to a pocket infection. It was suspected that the patient may have exhibited ¿twiddler syndrome,¿ resulting in a hematoma that subsequently progressed to an infection at the pocket site. Pacemaker, right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced with aveir leadless pacemaker system. The cause of the infection is unknown, however, there is no indication and/or allegation that the infection was due to the pacemaker or leads and related procedure. Patient condition was stable.